Manufacturer narrative:
The hill-rom technician found the brake linkage and cross shaft were the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake linkage and cross shaft to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located on (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).